Event description:
The customer called and reported the insulin pump was stuck in rewind while she was trying to program it. Assistance was provided to customer with priming the insulin pump and customer received a motor error. Her blood glucose was 168 mg/dl. The device will not be returned for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.